Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that the atrial pace impedance measurement was in the 400 ohm range until the max value the week ending (B)(6) 2010 when it was infinite. This measurement was infinite for the remainder of the record ending (B)(6) 2010.

Event description:
It was reported that the atrial lead had high impedance (>2500 ohms) after being at a steady value of 400 ohms. There has been no indication of oversensing. The lead is still in use. No patient complications have been reported as a result of this event.